Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified access set. The customer had setup 60ml of packed red blood cells (prbc) drawn up with a syringe to be infused to a patient over 2 hours and the blood would not infuse. The issue was resolved by disposing of the access set and restarting therapy with new macrobore tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.